Event description:
The physician reported to a conceptus representative, that her patient complained of pelvic and/or abdominal pain since having the essure procedure in 2007. The physician treated the patient with pain and later sent the patient for a hsg which showed the micro-inserts with good bilateral placement. On 9/7/07, the physician followed up with a conceptus representative and indicated that the patient was still experiencing pain. A conceptus consulting physician discussed with the reporting physician treating the patient symptomatically first and awaiting resolution of the abdominal discomfort/pain prior to a decision to remove the micro-inserts. On 9/13/07, the physician reported successfully removing both micro-inserts via laparoscopy. No signs of inflammation or infection were noted by the physician during the procedure and a bilateral tubal ligation was performed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.